Event description:
It was reported that "pump screen scratched making pump screen unresponsive and inaccurate with clicks". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.